Event description:
Cadiere forcep: the tips will not close properly, are off center, and will not hold tissue. There is also a loose piece within the housing that sounds like it is broken off when it's shaken. FDA safety report ID# (B)(4).